Event description:
The distribution technician was unloading a new box of hypodermic needles when they discovered that the needles were not included. There was also a crease in the blister pack packaging which seems to be a flaw in the packaging. The crease in the packaging also makes the sterility of the contents questionable.